Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the receiving inspection report for 00111314001, lot number 77624368, identified no relevant deviations or anomalies. Heraeus batch records review indicates there were no quality deviations, no change notifications, and no corrective and preventive actions. All verifications, inspections, and tests were successfully completed. Product examination was not performed as the product was not returned from the customer. This complaint is unconfirmed. Per heraeus, the root cause of the reported event is "presumably a result of incorrect preparation due to professionals" with a potential explanation of "misalignment/wrong application time". The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional event information available.

Manufacturer narrative:
(B)(4). The reported event could not be confirmed based on limited information received. No products were returned; therefore, the visual and dimensional inspections were not performed. The review of the quality record showed that the batch was prepared in accordance with the requirements. No product deficiency was established. Review of the complaint history determined that no further action is required. Recall of batch of bone cement related to this complaint was initiated due to mislabel not due to any defect of the actual product. A definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product has been discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product was discarded.

Event description:
It was reported that the patient was revised to address pain, loosening and recall of bone cement. Attempts have been made and no further information has been provided.